Manufacturer narrative:
Additional narrative: the 223600002 apg+ sizer pin guide 44+0, lot code pg250507, associated with this report was not returned. The investigation could not draw any conclusions about the reported event without the device to examine. Based on the inability to determine a root cause, a need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
While attempting to insert the 44/0 glenoid sizer guide on to the handle provided, the plastic snapped on the top of the guide.